Manufacturer narrative:
B3 - date of event: unspecific date between 02oct2025-16oct2025 d2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg?: device will not be returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the "end part of the pigtail" from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter "broke off". The device was placed in an unknown patient as a chest tube. It was noted that there was limited "wear and tear" on the catheter. The catheter required removal and replacement with an unknown new device. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the "end part of the pigtail" from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter "broke off". The device was placed in an unknown patient as a chest tube. It was noted that there was limited "wear and tear" on the catheter. The catheter required removal and replacement with an unknown new device. No other adverse effects were reported for this incident. Reviews of the documentation including the complaint history, device history record, quality control procedures, specifications and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode before release. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there was one other complaint for material separation from the same facility that was associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. After reviewing the dmr, IFU, and DHR, it was determined that the device was manufactured to specification. Cook has concluded that there are no nonconforming devices either in-house or out in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. While it is possible that the catheter experienced excessive force or tension while in the patient, this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.